Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose on the adc device scan reading and it is unknown whether the customer noted a trend arrow on the device. As a result, the customer self-treated with sugar and experienced feeling "pain in abdomen, pain in the back, pain in the side when urinating," and therefore, emergency services were called as customer was unable to self-treat due to symptoms. The customer had contact with a healthcare professional (hcp) at the emergency room who obtained a blood glucose reading on an hcp meter of "over 500 mg/dl" and provided an unspecified (dose/type) insulin drip intravenously as treatment for the diagnosis of hyperglycemia. There were no additional details provided as customer did not troubleshoot further. There was no report of death or permanent injury associated with this event.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose on the adc device scan reading and it is unknown whether the customer noted a trend arrow on the device. As a result, the customer self-treated with sugar and experienced feeling "pain in abdomen, pain in the back, pain in the side when urinating," and therefore, emergency services were called as customer was unable to self-treat due to symptoms. The customer had contact with a healthcare professional (hcp) at the emergency room who obtained a blood glucose reading on an hcp meter of "over 500 mg/dl" and provided an unspecified (dose/type) insulin drip intravenously as treatment for the diagnosis of hyperglycemia. There were no additional details provided as customer did not troubleshoot further. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.